Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault code and that no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred. Customer planned to use multiple daily injections as backup insulin therapy.